Event description:
It was reported that during a gastrectomy procedure, clips would not advance. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 05/20/2008. Damaged antibackup. Eval summary: the analysis results for the mcl20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed as intended. Upon disassembly of the instrument, the anti-back up lever was found disengaged, therefore, not allowing the proper cycling of the device. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record review was performed and no anomalies were found during the mfg process.